Manufacturer narrative:
Device evaluations of monitor sn (B)(4) has been completed. The reported problem (response buttons do not activate monitor) was confirmed. As received, the front response button switch was intermittent. The cause of the inability to activate the monitor is the intermittent switch. The root cause of the intermittent switch cannot be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor contacted zoll to report that the repsonse buttons on a patient's monitor would not activate the device.